Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues resolved and is using the device without issue. This is the final report.

Event description:
The recipient reportedly presented with a seroma and swelling at the implant site. The seroma was drained. The recipient ceased device use.